Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted as the user had no benefit with the device and did not use it.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. This finding was expected, because according to the recipient report the device was most likely functioning at the time of explantation. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The device was explanted as the user had no benefit with the device and did not use it.